Event description:
It was reported that this patient was feeling that their implanted pacemaker device was pacing was too fast at night. It was indicated that upon implant, the physician intentionally chose to place the lead that is implanted in the patient's right atrium into the device right ventricular (rv) port for the reason of extended life device longevity. This is off label use. The ra port was also plugged at implant and the implanted lead was programmed to the unipolar configuration as better threshold measurements were achieved at implant in this configuration. The patient was noted to receive pacing therapy ninety-nine percent (99%) of the time. The healthcare provider (hcp) requested a boston scientific technical services (ts) review of device data. The ts review indicated there was noise observed en the lead in stored episodes. The patient was scheduled for an in-clinic check the following day. Ts provided guidance to the hcp to evaluate the lead further in both the unipolar and bipolar configurations, perform isometric and pocket manipulation testing to check for any reproducible noise as well as to check impedance measurements during these tests to lock for possible out of range impedances spikes. Ts also noted that the right atrial (ra) daily measurements are still programmed on and since there is no lead in the ra port of the device, they should consider programming them off. The patient was subsequently seen in-clinic and there was a high out of range ra pace impedance measurement greater than 3000 ohms observed, which triggered a ra lead safety switch (lss). The ra dally measurements were subsequently programmed off. In addition, the lower rate limit (lrl) of the implanted lead was lowered due to the patient's palpitation symptoms at night and the lead was also programmed to a unipolar pacing and bipolar sensing configuration in order to eliminate any myopotentials. The products remain in-service. There were no additional adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).